Manufacturer narrative:
Based on the information provided and review of the medical records, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patients postoperative seroma formation and subsequent infection. Seroma formation is a known inherent risk of surgery including hernia repair, abdominoplasty and liposuction all of which were performed on the patient on (B)(6) 2017. Based on medical record review the cause for the postoperative seroma formation and subsequent infection is unknown. No conclusion can be made. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Seroma formation is identified in the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following is based on medical records: (B)(6) 2017 - the patient was diagnosed with a unilateral inguinal hernia, umbilical hernia, lipodystrophy and underwent repair of multiple abdominal hernias, abdominoplasty and liposuction. During this procedure the patient was implanted with a bard/davol phasix st mesh. On (B)(6) 2017 - the patient had follow up office visit with complaints of right groin pain. On (B)(6) 2017, (B)(6) 2017 - the patient underwent an ultrasound guided, left anterior abdominal wall subcutaneous seroma aspiration procedure. On (B)(6) 2017 - the patient was diagnosed with an infection and inflammatory reaction due to the mesh (phasix st) implant and underwent an ultrasound guided, left anterior abdominal wall subcutaneous seroma aspiration procedure. On (B)(6) 2017 - the patient underwent an abdominal wall exploration with removal of the bard/davol phasix st mesh with a post operative surgical drain placed. The following was reported by the contact: the patient currently works out regularly; however, is having difficulty with abdominal exercising and strengthening and has been experiencing a lot of swelling and soreness in the area of her ventral hernia repair. The patient has consulted with a couple different surgeons who stated they cannot help her.